Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis of the pulse generator found that multiple flipped bits in the product code caused a high current drain which resulted in backup vvi. After the product code was downloaded, normal electrical characteristics including normal current drain were measured.

Event description:
It was reported that during followup, the pulse generator could not be interrogated after it switched automatically to backup vvi mode. The device was removed and replaced.